Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing connect driveline and low flow messages with an audible tone while the driveline was connected and intact. The patient was admitted and instructed to stay on battery power. Upon interrogation of the system controller, it was noted that there were low speed operation, low flow and pump off alarms. All alarms seemed to occur when the patient was connected to the power module. The patient will be kept on battery power. Data log files reviewed by the manufacturer confirmed the reported alarms which may be signs of a potential short to shield issue. Two internal driveline x-rays found the driveline was pulled fairly taught. The external driveline x-ray showed a slight shield separation at the distal end, but not tangible enough to confirm as the cause of the pump stoppage. It was reported that the patient has gained approximately 40 lbs since implant. The pump stoppage has only occurred when connected to the power module and with upper body movement. The external portion of the driveline is reported as appearing normal, both visually and tactically. The patient is doing well with no reported side effects from the pump stoppage. On (B)(6) 2014, a modified patient cable was shipped to the customer.

Manufacturer narrative:
Approximate age of device: 12 mos. The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The reported pump stoppages, driveline disconnect alarms, low speed operations, and low flow alarms were confirmed based on the review of the submitted system controller log file. The log file captured a total of five pump stoppages, which appeared to occur while the patient was operating on the power module and appeared consistent with a potential driveline wire compromise; however, driveline wire damage could not be confirmed as the lvad was not available for evaluation. Submitted x-rays showed an area of potential slight breakdown of the braided shield on the external portion of the driveline near the metal/controller connector. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.